Event description:
Customer's family member reported customer having symptoms of hypoglycemia. Customer tested with the freestyle meter receiving a reading of 34 mg/dl. Customer ate fruit immediately. Fifteen minutes later, another freestyle test was done with a result of 210 mg/dl. Customer's family member tested customer with another brand meter with a result of 158 mg/dl. It was not specified what brand meter was used for this blood glucose test. Moments later, antoher freestyle test was performed with a result of 78 mg/dl. Customer's family member took pt to the emergency room because of the erratic readings received. The customer was treated at the hosp with a glucose i.v. And then released.